Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received and is under investigation in our laboratory in (B)(4). A follow-up report will be provided when the inspection results are available.